Manufacturer narrative:
As received, a pacemaker was returned for a reported event of infection. No anomalies were found. Interrogation results were normal and preliminary tests were acceptable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-10140. It was reported that a patient presented at a follow-up in clinic with pain and swelling on top of the implant site. The physician determined that the patient experienced an infection with no known source. The physician explanted the pacemaker system, including the pacemaker and left ventricular lead, and replaced it with another pacemaker system. The patient was in stable condition and discharged.